Event description:
A baxter senior field service technician (fst) called corporate product surveillance (cps) (B)(4) 2010 to relay a customer report received the same day for a tina machine, (B)(4), for which an unknown patient experienced unexpected cramps from excessive fluid removal on an unknown date. The customer stated that during a patient treatment, the instrument had removed too much fluid (programmed for 3lbs, took off 6lbs). The customer (biomed technician) found a hole in the inlet pressure equalizer diaphragm and wanted to know if this could have caused the excess fluid removal. The fse told the biomed technician (bt) that it may have and he should replace it and complete the required functional checks. During a follow-up call to the facility's biomed technician (bt) on (B)(6) 2010, the bt indicated that once he replaced the diaphragm he performed an ultrafiltration removal test, and functionality tests and the hemodialysis machine passed all the testing. During a follow-up call with the facility on (B)(6) 2010, the dialysis nurse indicated that there was no patient impact other than the cramping and there was no injury or medical intervention. The patient was able to continue therapy with a different machine. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The facility's biomed technician replaced the equalizer diaphram. He performed an ultrafiltration removal test and functionality tests and the machine passed all testing. The customer is not returning the machine at this time. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.